Event description:
Customer called to report the pump's batteries were not lasting long enough. It was stated that there were no cracks in or around the battery carrier or the compartment. The contacts in the carrier as well in the compartment were intact. Later, customer back to report that the contacts were cleaned and device was showing a blank display.